Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging a "not ok" message on the meter after a blood sample was applied on the test strip. Pt visited his md, who decreased the pt's diabetes regimen. No info on what the pt's blood glucose reading was at the md's office. Customer service had the pt clean the meter and retest using the proper testing procedure and issue still persisted. This case is being reported as a malfunction, since the "not ok" message was not resolved.